Manufacturer narrative:
Based on the limited information provided at this time, no conclusions can be made. The patient's attorney did not allege a specific device failure or patient injury and the medical records provide were limited to the patient's implant operative report only. Without a lot number a review of the manufacturing records could not be conducted. If/when additional information is provided, a supplemental MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
The following is based on medical records provided by the patient's attorney: on (B)(6) 2002 - the patient underwent an exploratory laparotomy with right salpingo oophorectomy, abdominal vaginal sacropexy with "marlex" mesh (alleged bard flat mesh), lysis of adhesions and a posterior repair due to history of symptomatic bowel prolapse with large rectocele, adhesions and ovarian cyst. The patient's attorney alleges unspecified adverse patient outcomes associated with use of device.

Manufacturer narrative:
At this time no conclusions can be made. It is unknown to what extent the device may have caused or contributed to the events as alleged by the patient¿s attorney. Regarding infection; the warning section of the instructions-for-use states, ¿if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed." Recurrence is a known inherent risk of surgery and is listed in the instructions-for-use a possible complication. Based on the limited additional information provided no conclusions can be made. Should additional information be provided a supplemental emdr will be submitted. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported on 10/12/2016: the following is based on medical records provided by the patient's attorney: (B)(6) 2002 - the patient underwent an exploratory laparotomy with right salpingo oophorectomy, abdominal vaginal sacropexy with "marlex" mesh (alleged bard flat mesh), lysis of adhesions and a posterior repair due to history of symptomatic bowel prolapse with large rectocele, adhesions and ovarian cyst. The patient's attorney alleges unspecified adverse patient outcomes associated with use of device. Addendum per patient fact sheet 01/25/2019: alleged outcomes attributed to device of pain, infection, urinary and bowel problems, recurrence, bleeding, dyspareunia.